Manufacturer narrative:
Follow-up # 1: date of submission 04/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. No activity outside of normal use was found in the black box data. The pump was returned with the insulin on board (iob) feature enabled with a duration set for 4 hrs. The rewind, load, and prime steps were completed successfully during testing. A 10 unit normal bolus was programmed, delivered, and accurately reflected by the iob feature. An ez-carb bolus was calculated and properly included the iob status in the calculation. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board feature did not properly calculate into a bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.